Event description:
It was reported that the patient to place flex order and was advised that the pw200 would need troubleshooting over the phone in order to determine if the system is faulty as the system suctions slowly. Instructed the caller on relocating the pw200 to ground level and conducting the pinch test as the caller said that the liquid flows extremely slowly. It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient to place flex order and was advised that the pw200 would need troubleshooting over the phone in order to determine if the system is faulty as the system suctions slowly. Instructed the caller on relocating the pw200 to ground level and conducting the pinch test as the caller said that the liquid flows extremely slowly. It is unclear if troubleshooting was performed or if lot number was requested. No medical intervention or patient impact was reported. No additional information was provided. (Female wicks used). Per customer via phone on 11sept2025, it was reported that the kit did resolve the issue and unit is now suctioning but the power cord doesn't go into the back of machine good- stated she has had to use tape to hold it in but eventually falls out. She has tried to push it in as hard as she can but nothing- requesting replacement power cord be sent. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The initial reporter's zip code: (B)(6). The reported event was unconfirmed, as the product met specifications. Visual evaluation of the returned sample noticed one opened (without original packaging), pw collection kit accessories (collector tubing with an elbow connector, pump tubing, a collection canister with lid, and external power cord). There were no canister cracks present. There was no residue present throughout the canister. Stop valve opened and closed freely. A reference airflow test was run by connecting the in-house device to the returned accessories. The result was 1.937 slpm. Functional evaluation of the returned sample noticed while plugged into external power cord, the in-house device passed tm0301240, revision 3 with a value of 2.049 slpm at device start and 2.099 slpm at 10 seconds. Once the system was powered on and ran for 30 seconds, the returned accessories passed tm0301254 revision 3 by showing a 500g increase in 17.79 seconds. An in-house device (pw200, sn# (B)(6)) was used for the evaluation. A risk review is not required as the reported event is unconfirmed. A labeling/packaging review is not required as the reported event is unconfirmed. A retain sample analysis is not required as no relevant retained samples are available for testing. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. A DHR/bh review is not required as the reported event is unconfirmed. Based on the results of the investigation, no further action is required. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.